Manufacturer narrative:
Block b3 the event date 08/01/2025 has been chosen based on the date that the manufacturer became aware of the event. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The labeling review found that the product instructions for use (IFU) states, "ensure that the fiber tip is visible through the operating scope. Verify that the fiber tip was not damaged during the insertion of the fiber through the scope". A device history record (DHR) review indicates the device met all manufacturing specifications, and therefore the failure was unlikely related to manufacturing. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during the ureteroscopy with laser lithotripsy procedure, the fiber was being used in ureteral stone case, the fiber tip broke inside the patient's body, the staff removed it with a basket. The procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
Block b3: the event date on 08/01/2025 has been chosen based on the date that the manufacturer became aware of the event.

Event description:
It was reported that during the ureteroscopy with laser lithotripsy procedure, the fiber was being used in ureteral stone case, the fiber tip broke inside the patient's body, the staff removed it with a basket. The procedure was completed with another device. There were no patient complications.